Event description:
Additional review indicated battery depletion was noted.

Manufacturer narrative:
Analysis of the tined lead found no significant anomaly. The weld broke off the #3 electrode 2.3 cm from the distal end due to overstress damage. The #1, #2, and #3 circuits were shorted together due to overstress damage. Functional tests on circuits #0, #1, and # 2 resulted in 82.1 ohms, 91.9 ohms, and 65.0 ohms, respectively. Circuit #3 was open. Analysis of the implantable neurostimulator (ins) found no anomaly. The ins functioned properly.

Event description:
It was reported the patient experienced shocking or jolting sensation and the implantable neurostimulator (ins) and lead was replaced. It was stated impedance testing was performed. It was stated the patient was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v989275, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.